Event description:
Customer reports lancet did not retract into softclix plus device after firing, lancet is protruding from device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to fire device due to a defective button. Could not test to see if the lancet retracted. Corrected batch number.

Event description:
Customer reports lancet did not retract into softclix plus device after firing, lancet is protruding from device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.